Event description:
Rptr had root canal procedure done in two teeth in 1991. Dental cement was used. Since then, rptr had episodes of infection in gum, pain and swelling. Once, she needed surgical drainage to treat the infection. Rptr wants to find out who is the MFR of the product. The oral surgeon would not give her this info.